Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that since 2 weeks after her lead revision, the pt is now experiencing a more frequent charge burden. She is now having to charge every 3 to 4 hours daily. With a replacement charger, she charges every 6 hours. It was also reported it is difficult to locate her ipg. The pt has recently gained weight and the ipg feels tilted in the pocket. One corner is very superficial and the opposite corner is not palpable. The pt is working with her physician to determine the next course of action.